Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring seal did not deploy out o fthe delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.